Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Something inside of me. Half a tampon [foreign body in reproductive tract]. Half a tampon, been there for 3 weeks [device breakage]. Consumer sent e-mail stating half of a tampon was found inside her. It was the white absorbing part and it would have been there for 3 weeks. No serious injury was reported.